Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose level was 69 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.